Event description:
It was reported that during preparation, the physician found that the power could not be increased, and the cutting was very difficult. The procedure was finally completed using the original device there were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse checked the energy which was in the normal range. It was recommended to the client to use the original protective lens, to check the fiber optic cable and protective lens before and after surgery, and to receive training on consumables. According to the device instructions for use (IFU): inspect the debris shield optic to verify that it is free of any burn marks, scratches, dust, or fingerprints. When using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. Based on the information available, the reported clinical observation was confirmed. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during preparation, the physician found that the power could not be increased, and the cutting was very difficult. The procedure was finally completed using the original device there were no patient complications.